Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line and leaking on the floor during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2, 3, and 4 of treatment and the treatment was cancelled. The fluid was seen a foot below the patient connector and saw the fluid on the floor. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line and leaking on the floor during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2, 3, and 4 of treatment and the treatment was cancelled. The fluid was seen a foot below the patient connector and saw the fluid on the floor. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was not available. Additional information requested but has not been obtained.